Event description:
A female with significant history of peripheral vascular disease, hypertension and 4 previous caths underwent a peripheral diagnostic procedure in 2008. A 6f sheath was inserted into the common femoral artery, in which there was report of visible peripheral artery disease and/or calcium on the femoral angio. The physician, trained to the mynx procedure, proceeded to use the mynx device in which hemostasis was achieved, and the patient was discharged without complication. Four days later, the patient returned with complaints of pain, swelling and redness at the access site, and a doppler confirmed a pseudoaneurysm (approximately 2 cm). The next day, the patient underwent a vascular repair with a suture to the cfa. The patient reportedly tolerated the procedure well and without complication. The patient was discharged two days later without further incident.

Manufacturer narrative:
The device was not returned for evaluation, and no lot number was provided for lot history review. Based on the information provided and the investigation performed, the root cause of the reported pseudoaneurysm could not be determined. No other information indicating that the device did not perform as intended has been provided. Per the mynx IFU, the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture.